Event description:
Initial ckmb result 244.3 ng/ml. Same sample repeated twice the next day gave result of 4.54 and 4.65 ng/ml. Another sample was drawn from the same patient and gave a result of 3.90 ng/ml. The initial result was reported. Patient not adversely affected. The field service representative was unable to determine a cause for the discrepancy.